Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to insert the guide wire was not confirmed as a 0.036 inch proxy guide wire was successfully advanced through the device without resistance. Based on the reported information and returned device analysis the reported difficulty to insert the guide wire appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a prostar xl device after an interventional procedure. Reportedly, on attempt to backload the prostar xl onto the guidewire, the guide wire would not come out of the prostar xl device. A second prostar xl was used to achieve hemostasis. There was no clinically significant delay in the procedure. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.